Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and the devices produced by this site are not distributed or sold in the us. The reported sion blue guide wire and a gauze with fragments were returned for evaluation. No deformation like bending was found on the returned guide wire. For approximately 26-35cm from the proximal end, the wire shaft was streaked with intermittently peeled-off ptfe coating. Fragments on the returned gauze were ribbon-shaped black strips and the color of the fragments matched with the color of the wire shaft, suggesting they were peeled ptfe coating. Replication test was performed referring to known similar events. The edge of a metal inserter was made to point-contact the ptfe-coated shaft of an unused sion blue guide wire in order to scrape the ptfe coating. As a result, the ptfe-coated surface was streaked and a strip of peeled ptfe coating was made. The replicated peeling of the ptfe coating was similar to the observed peeling on the returned guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that the ptfe-coated shaft of the sion blue guide wire had likely scraped by the edge of a metal inserter. It was concluded that this event was not attributed to product quality. Although no adverse patient effects occurred, it was unable to completely rule out a possibility that fragmented ptfe coating might be left in the patient because of the severity of damage. No CAPA will be taken. Instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. [Malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the coating of an asahi sion blue guide wire had likely peeled off during a percutaneous coronary intervention (pci) to treat a 90-99% stenosis in the left anterior descending artery (lad). After checking with ivus, the physician reattached a torque device onto the guide wire when fragments that were likely peeled coating were found on the guide wire. No additional intervention was taken against peeled coating. Stent deployment was performed and the pci was successfully completed with reestablished blood. There were no adverse patient effects associated with this event.